Event description:
It was reported that the implantable cardioverter defibrillator detected multiple ventricular fibrillation. This resulted in patient receiving an inappropriate shock. The device was reprogrammed to resolve the issue. The patient was fine.